Event description:
Contact reports pt has post-op complications after a charite artificial disc implant. Pt has pain and radiculitis/radiculorathy at s1. There may also be an l5 component to this issue. Disc fragment noted on MRI. Pt will likely be revised with a micro-decompression at left side of l5-s1, and exploration to ensure nerve root is free at l5.